Manufacturer narrative:
The pump was returned to mmdg for evaluation. A DHR review was completed and found no non conformances. During the investigation mmdg found that the pump upstream and downstream sensor had failed. This can cause the load set alarm and the no flow alarm to fail. The pump was repaired and returned to the customer.

Event description:
The initial reporter stated that the pump needed an in between patient check. The initial reporter also stated there had been no patient involved in the complaint. When the pump was returned to mmdg it was found that the pump "load set" and the "no flow out" alarms were not operating correctly. (B)(4).